Manufacturer narrative:
Additional fields: e1(B)(6). Getinge field service engineer (fse) evaluated the unit for the reported malfunction. After checking found that iab fill port of the unit was physically damaged. The fse replaced the iab fill port. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests per factory specifications. Checked performance of the unit with trainer and balloon connected, unit working satisfactory. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure error message. There was no patient involvement.